Manufacturer narrative:
A ge service rep performed an onsite investigation. The table limits were adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a table error and would not allow fluoroscopic x-ray. There is no report of pt injury or death.